Event description:
Healthcare professional (hcp) receiving hemodialysis on the 550 device. Hcp reported during treatment (tx), the goal weight (wt) to be removed was changed from 5.4kg to 7kg. Hcp did not know how or when this change was made, but it was not identified until tx was near the end of the 4.25 hour therapy. The ultrafiltrate controller was turned on for the entire treatment. Pt did not exhibit any adverse signs or symptoms during the tx. No medical intervention was necessary and no pt injury resulted from this event.